Manufacturer narrative:
One used unit was received for evaluation. Upon visual inspection, it was confirmed that the wire was exposed and had pierced through the tube. The cause has been traced to a manufacturing issue. The lot history was reviewed and no non-conformances were identified.

Event description:
It was stated that internal wiring became exposed, which prompted an emergency trach change while the device was in use with the patient. The event took place in a new long-term facility connected to (B)(6) and was managed by a health professional. The medical intervention was required because the patient needed an emergency trach change. There were a patient involvement and no patient injury.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.